Manufacturer narrative:
H.6. Investigation: photos received for investigation, upon visual evaluation it is possible to observe the illegible printed batch, in this way bd confirms the complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for the incident was the failure of boxes to enter the closing box machine due to misalignment of box centralizer. Corrective actions have been completed, adjustment of the inlet position of the boxes and adjustment of the opening and closing measures of the machine. H3 other text : see h.10.

Event description:
It was reported that ser plastipak 10ml s ls label information was illegible. The following information was provided by the initial reporter: quality deviation / illegible description.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 10ml s ls label information was illegible. The following information was provided by the initial reporter: quality deviation / illegible description.